Event description:
Had essure done in 2009 and have pain ever since. My life has changed. I don't have a sex life with my husband any more due to the side effects and I stay in pain. Can't play with my kids.